Manufacturer narrative:
Mfg date was updated. The actual sample involved in the reported event was not returned by the user facility for evaluation. Additionally, no pictures or videos were received as a sample. A manufacturing batch record review was completed for the list# 142550489 and lot# 887275h; no discrepancies were identified. During the final visual and physical evaluations, testing confirmed the product met all specification requirements. Since the samples were not returned from the user facility, a comprehensive investigation and evaluation could not be performed; therefore, no probable cause could be determined.

Manufacturer narrative:
The device is expected to the returned for investigation. It has not yet been received.

Event description:
The customer contact alleged the primary plum tubing set leaked the chemotherapeutic drug, taxol, from the filter. There was patient involvement; but no adverse event or harm. Additionally, the event date remains unknown. No further information has been provided.